Event description:
The patient reported that on (B)(6), the needle button popped out after 4-5 hours of use. The patient stated that he was sitting in the car when the needle button popped out with the v-go 40 applied to his belly.